Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.197" x 0.548" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.